Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. Investigation revealed that there was no system malfunction. Engineering evaluation determined there was no system malfunction. The review of the log files showed that the registration fixture was not able to be automatically detected in the patient scan. This can happen if the imaging settings are not properly selected for the robotic case, or if the image content produces a scan which has limited contrast between the fiducial markers and the surroundings. In this case, the user is prompted by the software to manually identify the fiducial markers. They identified the markers; however, they were clearly not well localized and this caused a shift in the registration. The user manual has a section on manual registration, which was not followed. After the manual registration, the software indicated that the patient reference and registration fixture shifted and suggests re-registering; however, the user advanced which caused an additional shift in registration. The user manual also instructs the user on how to maintain navigation integrity. There was no system malfunction and no adverse effect to the patient. The cause of the reported issue was traced to user technique.

Event description:
Two screws were missed in dr. (B)(6) case. This was realized during surgery; screws were corrected insitu and no adverse effects were caused to the patient.